Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the backend pieces of the device were missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The sagittal saw attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the backend pieces of the device were missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for missing components was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the repair technician confirmed the retainer ring, compression springs and input shaft guide were missing. The attachment is not a repairable device and will therefore not be returned to the user facility.